Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain / back pain at night regardless of the position (ventral, dorsal or on the side)') in an adult female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), neck pain ("cervical pain"), arthralgia ("arthritic pain in the fingers."), premenstrual syndrome ("worsened pre-menstrual syndrome"), foreign body sensation in eyes ("gritty pain in the eyes"), eye pain ("gritty pain in the eyes"), fatigue ("fatigue"), muscle fatigue ("muscle fatigue"), amnesia ("memory loss") and aphasia ("difficulty finding words") and was found to have weight increased ("weight gain 10 kg in 6 years"). Essure treatment was not changed. At the time of the report, the back pain, neck pain, arthralgia, premenstrual syndrome, foreign body sensation in eyes, eye pain, fatigue, muscle fatigue, amnesia, aphasia and weight increased outcome was unknown. The reporter provided no causality assessment for amnesia, aphasia, arthralgia, back pain, eye pain, fatigue, foreign body sensation in eyes, muscle fatigue, neck pain, premenstrual syndrome and weight increased with essure. The reporter commented: gritty pain in the eyes unexplained by an ophthalmologist. Weight gain, 10 kg in 6 years even though she work out and take care of her diet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain / back pain at night regardless of the position (ventral, dorsal or on the side)') in an adult female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), neck pain ("cervical pain"), arthralgia ("arthritic pain in the fingers."), premenstrual syndrome ("worsened pre-menstrual syndrome"), foreign body sensation in eyes ("gritty pain in the eyes"), eye pain ("gritty pain in the eyes"), fatigue ("fatigue"), muscle fatigue ("muscle fatigue"), amnesia ("memory loss") and aphasia ("difficulty finding words") and was found to have weight increased ("weight gain 10 kg in 6 years"). Essure treatment was not changed. At the time of the report, the back pain, neck pain, arthralgia, premenstrual syndrome, foreign body sensation in eyes, eye pain, fatigue, muscle fatigue, amnesia, aphasia and weight increased outcome was unknown. The reporter provided no causality assessment for amnesia, aphasia, arthralgia, back pain, eye pain, fatigue, foreign body sensation in eyes, muscle fatigue, neck pain, premenstrual syndrome and weight increased with essure. The reporter commented: gritty pain in the eyes unexplained by an ophthalmologist. Weight gain, 10 kg in 6 years even though she work out and take care of her diet. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.